Manufacturer narrative:
It was reported that the batteries were not charging. The failure occurred during a regular check. During the repair the connection cable for internal sensors was also identified as defect. The failure "batteries not charging" is not reportable and the failure "defect connection cable for internal sensors" is reportable. No log files were provided. A getinge field service technician (fst) was sent for investigation and repair on 2022-12-15. Both batteries and the connection cable for internal sensors were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The new battery was affected, as the cardiohelp was manufactured on 2021-12-07. The failure "battery not charging" for the old batteries was investigated within a non conformity. The root cause was confirmed as a combination of definition of the calibration process and low threshold for overcharge protection flag. As the failure was reduced with the new batteries but not fully fixed the root cause for the new batteries is the same except the difference in the threshold that increased from 300mah to 930 mah. The first cardiohelp with the new batteries was manufactured 2020-11-19. The defined design capacity of the battery within the battery controller is lower than specified within the cell datasheet which is defined for a charging voltage of 4,2 v. For purpose of increasing safety and wear reduction of the battery the controller charges with a lower voltage (typically 4,1 v, tolerance¿related it can reach up to 4,15 v). This results in a slightly smaller design capacity, which is defined with 8280 mah. On the other hand, the cell capacities specified in the data sheet are approximate values and may differ. Additionally the calculated ¿wear down capacity¿ might vary also. This can result in the full charge capacitance being higher than the design capacity and generating an overcharge alarm (oca). The battery is then blocked for charging until it is regular discharged by at least 2 mah of its capacity (e.g. In battery mode). When the battery calibration process starts with a blocked battery (due to overcharge protection), the calibration will fail because of included charging cycles. The cardiohelp system has two redundant batteries with 2 separated battery slots. The system is capable to operate with 1 battery. The redundant design of two usable batteries and the alarming about defect batteries cause a maximum safety. According to the instruction for use (chapter 5.6.1 "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. Furthermore, in the IFU of the cardiohelp (instructions for use, chapter 2.3 intra- and inter-hospital patient transportation) the following warning is included : "only ever start the application when the batteries of the cardiohelp-I are fully charged and calibrated." Based on the investigation results the reported failure ¿battery not charging¿ can be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. A similar failure "defect cable for internal sensors" was investigated by getinge life-cycle-engineering. The most possible root cause for the missing connection is a broken wire within the cable, which most likely is originated from external force, as no signs of an outside damage were visible. (See file attachment) according to the risk analysis of the cardiohelp device following root causes can also lead to the reported failure: a mechanical damage e.g. Due to too high forces during connection/ disconnection of the cable. Broken fiber inside the cable. According to the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The device was manufactured on 2021-12-07. The device history record (DHR) of the cardiohelp was reviewed on 2023-03-28. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failures. Based on the results the reported failure "batteries were not charging and defect connection cable for internal sensors " could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that during a routine check the cardiohelp battery was not charging. Later during the repair the connection cable for internal sensors was identified as faulty. It was not functional and had no visible damage. No harm to any person has been reported. Complaint ID: (B)(4).